Manufacturer narrative:
Isi followed up with the tse and obtained the following additional information: a slow and partial loss of insufflation occurred, which resulted in reduced visualization. The patient did not experience any complications. The insufflator issue was resolved while the user switching to an external insufflator. The procedure was completed during dv5 insufflator in the end. There will not be any field service engineer (fse) follow-up since the tse confirmed with the customer that no further issue occurred.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse advised the customer to power cycle the system to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the insufflator was not working, showing a pressure value of 0. Before contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer replaced the tube set, but the problem persisted. The tse confirmed that the stopcocks were open, there were no kinks or occlusions, no leaks were present, and the set pressure was 18mmhg. The customer reported feeling co2 coming out from the insufflation line when disconnecting it from the cannula. The customer was unable to reboot the system at that moment. The customer decided to use a third-party insufflator to continue the procedure and planned to reboot the system after the procedure was completed. The procedure was completing as planned with no reported injury.